Manufacturer narrative:
Correction to follow-up report #1: block h10 stated that a manufacturing record evaluation (mre) was performed. This was already reported in the initial report. The correct statement for block h10 in follow-up report is about the receipt of the suspect medical device. H10 in follow-up #1 should have stated ¿on 26-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.¿ on 21-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm your reported event. A second product was received (product code 3502450 and lot number 5790157). No adverse events were reported for this contralateral device. Therefore, no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 450cc saline breast prosthesis that deflated after implantation. The patient observed that her left breast prosthesis had deflated. As a result, the patient underwent explantation on (B)(6)2020.